Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2021-16624. It was reported that the patient was experiencing ineffective therapy after sustaining a fall. It was noted that the leads were broken. As result the patient¿s leads were explanted and replaced. Effective therapy was established post-operative.